Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During the procedure, the lp was attempted to be implanted at multiple positions due to high capture thresholds, and then ended up dislodging while still in tether mode. It was noted that the fixation of the lp was difficult. The procedure was completed using a competitor device on (B)(6) 2025. There were no patient consequences.